Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient was hospitalized with increasing dyspnea, and the device exhibited intermittent exit block, impedance issues and sensing difficulty. The device was explanted and replaced. During the replacement procedure, the lead was tested and was found to be working without any issues. A new device was implanted, and no further issues were seen. A connector issue was suspected. No further patient complications have been reported as a result of this event.